Manufacturer narrative:
(B)(4). The device was found to have a crack in the control motor board.

Manufacturer narrative:
Field service support team evaluated the returned component received on (B)(6) 2014, and verified the reported malfunction. A crack on the printed circuit board (pcb). (B)(4).

Event description:
Covidien received info stating that during patient use of the ht70 ventilator, the device generated an alarm and stopped cycling. The patient was transferred to another ventilator. There were no negative patient consequences reported.